Event description:
It was reported that doctors and MRI techs have mentioned that with all scs companies about 50% of patient's will stop getting pain relief after a while of using their scs. They did not specify if this was due to lack of efficacy, reduced efficacy, difficulty recharging, actual malfunction of their systems, etc. They stated that the patient's then have trouble getting mrls because of the implanted system, so they want the scs explanted. It was reiterated that this was more of a general statement and not about one specific patient. The rep thought the doctors and MRI facilities were just venting frustration over scs patient's getting upset over the inability to get mrls when they needed them.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)